Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a zelante dvt thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Inspection of the device revealed that the transition between the proximal and outer shafts were separated 10.5cm proximal of the tip. The inner lumen and hypotube were kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter was broken. An angiojet zelante dvt catheter was selected for thrombectomy procedure. At the start of the procedure, the physician attempted to prime the device while it was outside the body of the patient. The physician noticed that the catheter was broken and spraying fluid from a location approximately 10cm proximal from the tip. The device never entered the patient's body. A new device was selected to finish the procedure. The patient experience no adverse effects and is fine.

Event description:
It was reported that the catheter was broken. An angiojet zelante dvt catheter was selected for thrombectomy procedure. At the start of the procedure, the physician attempted to prime the device while it was outside the body of the patient. The physician noticed that the catheter was broken and spraying fluid from a location approximately 10cm proximal from the tip. The device never entered the patient's body. A new device was selected to finish the procedure. The patient experience no adverse effects and is fine.

Manufacturer narrative:
E1: initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code: additional information. G4: combination product?: updated. H6: patient codes (1): corrected from no patient involvement to no clinical signs, symptoms or conditions. H6: impact codes (1): added problem identified before clinical use/exposure code h6: component codes (3): added codes h6: evaluation method codes (2): added analysis of production records code h6: evaluation result codes (3): added separation problem code and corrected code from deformation problem code to deformation/distortion problem code. Device evaluated by MFR: the returned product consisted of a zelante dvt thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Inspection of the device revealed that that the transition between the proximal and outer shafts were separated 10.5cm proximal of the tip. The inner lumen and hypotube were kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation. Inspection of the remainder of the device presented no other damage or irregularities.